Manufacturer narrative:
The device was not returned for the investigation. Should the device be returned at a later date, a supplemental report will be filed.

Event description:
The new patient called about three high readings after charging of > 600 mg/dl, 359 mg/dl, and 421 mg/dl on their teladoc health blood glucose meter. The patient sought medical attention from their doctor for safety, but teladoc could not confirm if the member received treatment for these concerns.